Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and called for assistance with changing supplies; the agent guided a supply change and the user resumed insulin therapy without issues, with the highest reported glucose of 310 mg/dl and the ilet alerting to high glucose. Symptoms included none reported. Outcomes included recovery without medical intervention, with glucose beginning to decline by the end of the call and no hospitalization, and the user¿s daughter provided non-medical assistance out of kindness. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed no device malfunction reported and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.